Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during acetabular cup impaction, the screw on the alignment frame for cup inserter broke. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection f the returned lateral alignment frame shows that the threaded shaft of the thumb screw was fractures and not returned with the device. Additionally, the o-ring was not returned either. The material hardness of the remaining portion of the screw was determined to be conforming to print specification. The device exhibited wear and tear that was indicative of repeated use over its field life. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.